Event description:
It was reported via phone call that the customer was hospitalized with blood glucose readings of 1099 mg/dl and diabetes ketoacidosis. Customer stated that the infusion set cannula was bent. Customer was placed on fluids and insulin drips at the hospital. Any further troubleshooting was declined at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.